Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized multiple times between (B)(6) 2018 and (B)(6) 2018 while wearing the insulin pump. The only blood glucose recorded during hospitalization was 203 mg/dl on (B)(6) 2018. Blood glucose at the time of the call was not provided. No symptoms were reported. The customer's parent stated having sensor and delivery issues. The customer's parent stated that the insulin pump would not deliver insulin. Troubleshooting was not performed. It was stated that even with hospital treatments the blood glucose remained high. The insulin pump will not be returned for analysis.